Manufacturer narrative:
H3, h6) the product ID: 9735225, lot number: 1895761, returned to the manufacturer for analysis. The reported issue was confirmed. The computer had a failing / dead complementary metal oxide semiconductor (cmos) battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was booting to no signal. During troubleshooting, the complementary metal-oxide semiconductor (cmos) battery was reset and the issue did not resolve. It was noted that the manufacturer representative (rep) could not hear the fans running and they were unable to open compact disk (cd) drive. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, ; product ID: 9735225r, h3, h6: the system was serviced in the field by a medtronic representative. The complementary metal-oxide semiconductor (cmos) battery and computer were replaced. Codes b01, c02, and d02 are applicable. For the battery, g02002 is applicable. For the computer, g02007 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.